Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient detail was not showing on the station. The technical support specialist (tss) inspected the station and found that the patient had been admitted under unit b-2, which was assigned to area b-2. However, station b-3 was not assigned to area b-2. The tss advised the customer to coordinate with active directory (adt) to resend code in order to update the patient¿s location. Since adt was unavailable at the time, the tss advised the customer to create a temporary patient on the station as a workaround and to place the medication on override to dispense it for the patient, which resolved the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient detail was not showing on the station. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient detail was not showing on the station. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.